Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited pattern of inconsistent battery depletion. The battery life remaining went down to less than three months in a span of four years from implant date. The battery diagnostic data analysis indicates that the power consumption of this device has been increasing over a year. This malfunction appeared to be consistent with other pulse generators (pgs) that have had continuous power increases. The boston scientific technical services (ts) recommended replacing the device and return for analysis. To date, the device remains in service. No adverse patient effects were reported.